Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose began to elevate (250-290 mg/dl). Customer delivered correction boluses. The following day, customer went to the hospital emergency room (ER) due to "shakes", nausea, and blood glucose ranging from 250-350 mg/dl. Customer was treated with intravenous fluids. Customer left the ER after 3 hours in stable condition and blood glucose ranging 200-250 mg/dl. Reportedly, customer did not know the cause for the event and did not suspect pump or supplies but declined to remove/inspect infusion set during system check with tandem technical support. No pump/cartridge issues were identified during system check with tandem technical support.